Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported that the patient was diagnosed with bia-alcl (cd30+, alk-) stage iia. The patient presented with "firmness, swelling and pain" and underwent and ultrasound which diagnosed the right side device was ruptured. The patient also developed an infection after the device was removed. Affected side is right. The device has been explanted.